Manufacturer narrative:
Operator error suspected.

Event description:
Consumer alleges he was transitioning from a walker to his chair. As soon as he sat in his chair it allegedly just took off and the consumer and the chair allegedly went full speed into the pool level hot tub.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was transitioning from a walker to his chair. As soon as he sat in his chair it allegedly just took off and the consumer and the chair allegedly went full speed into the pool level hot tub.